Manufacturer narrative:
Evaluation summary the complete se delivery system was returned along with the stent partially within a kinked sheath. The red safety clip was not returned with the device. The distal end of the tip was damaged. The proximal end of the distal tip was raised and damaged. There were no issues noted with the movement of the delivery mechanism of the complete se device. There were kinks located along the returned sheath. The stent was partially deployed within the sheath, approximately 20mm of the stent remained inside the sheath. There was also some slight damage to the distal portion of the stent. (B)(4).

Event description:
The physician was attempting to use a complete se stent to treat the distal sfa and overlap a previously placed complete se stent that was deployed in the proximal sfa. The device was inspected as per IFU and prepped prior to use with no issues noted. The target lesion had 30-40% stenosis. No resistance was encountered advancing the complete se device. Excessive force was required during removal of the device. After successful removal of the delivery system it was noted that the distal part of the stent was not completely open. The distal part of the stent was delivered inside the 6fr sheath and the stent and sheath were locked together. The physician attempted to pull the sheath out of the body. The sheath came with the distal complete se. Bleeding was controlled but it was reported that the patient completely lost distal circulation of the right leg. The patient was transferred to the ER for bypass surgery.